Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body of a transfer set. This issue occurred at hospital operation during treatment. A new product was replaced to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a female connector separated from the light blue main body. The insert chip was present on the female connector. There was evidence of solvent inside the barrel of the light blue main body component. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The direct cause of the event was determined to be inadequate solvent to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.